Manufacturer narrative:
A manufacturing investigation action & invest. Summary was conducted/performed: our investigation shows, that the screwdriver is worn at the torx tip. Also we found some marks visible at the first 2mm of the tip. The manufacturing review shows that the production procedure was according to the specifications. We assume that the screwdriver was not inserted fully and aligned into the screw head recess. This situation could cause the marks at the edges of the torx tip. Due this condition, the screwdriver does not work properly anymore and has caused the complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Therefore this complaint is indeterminate from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Manufacturing evaluation: the screwdriver is worn at the torx tip. Also we found some marks visible at the first 2mm of the tip. Our investigation shows, that the screwdriver is worn at the torx tip. Also we found some marks visible at the first 2mm of the tip. The manufacturing review shows that the production procedure was according to the specifications. We assume that the screwdriver was not inserted fully and aligned into the screw head recess. This situation could cause the marks at the edges of the torx tip. Due this condition, the screwdriver does not work properly anymore and has caused the complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Therefore this complaint is indeterminate from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: september 11, 2014. Universal punch corporate manufactured the stardrive screwdriver shaft t8 105mm (part number 314.467 / lot number 7708628). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to synthes incoming/final inspection sheet. No non-conformance reports were generated for this lot and the parts were released september 11, 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a 2.8mm drill bit tip broke during a distal tibial procedure on (B)(6) 2015. Additional information received on september 9, 2015 identified another part. The surgical technician indicated that the screwdriver was threadbare following the procedure. The condition of the instruments was verified prior to and directly following the procedure. The technician noted during the post-procedural check that the threads on the screwdriver had worn out. The procedure was completed without further incident. This report is 2 of 2 for (B)(4).